Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "5.12 stopcocks: broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken luer lock." This determination is based on the information received from the customer. Root cause/failure investigation: the product was not returned by the customer, however images provided by the customer indicate this case had a damaged luer lock. The breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed/ luer lock breakage during use. Confirmed by image only.

Event description:
Nt821731c - broken luer lock connector at the base of the burette. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve). Effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. CAPA: 005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.

Event description:
Nt821731c - broken luer lock connector at the base of the burette. No injuries.